Event description:
While surgeon was putting in trocar with cannula, the pieces broke. All pieces were retrieved. Nothing was retained by the patient. The device was replaced, and the procedure was completed as planned with no harm to the patient. The device was saved and will be returned for failure analysis. Manufacturer response for laparoscope, general plastic surgery, versaport plus (per site reporter). The device will be returned for failure analysis. Any further correspondence will be shared as it is made available.